Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer had experienced low blood glucose levels of 48 mg/dl on (B)(6) 2017. The customer's parent stated that the school nurse gave a 6 unit of insulin but the insulin pump pump delivered 9 units. The customer was treated for the low blood glucose with food. The customer's parent was assisted with troubleshooting and stated that the parameters were entered correctly and the card ratio was incorrect. There was no indication that the insulin pump over delivered insulin. Customer's parent also reported that the insulin pump had a keypad anomaly and the act button was unresponsive. Customer's parent confirmed that the time was advancing. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed self test and displacement test. No button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. J2 button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.